Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. Concomitant devices reported: unknown titanium elastic nail (part# unknown, lot# unknown, quantity 1). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was attempted/conducted. The report indicates that the DHR is not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to se_075477 (filing and archiving of specification documents) version ai, which was in place till august 2014." Part was received and lot # was determined to be a8ib431 at monument. Upon review in (B)(4), it was determined that the synthes lot # is 4030457. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient present with a femur fracture from a basketball injury. The surgeon decided to fix the fracture with a titanium elastic nail on (B)(6) 2017. The titanium elastic nail inserter with universal chuck 359.201 would not stay tightened during insertion of the elastic nail. The surgeon had to continually re-tighten which delayed the surgery by 5-10 minutes. The surgery was successfully completed with no harm to the patient. This complaint involve 1 part. Concomitant devices reported: unknown titanium elastic nail (part# unknown, lot# unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. One inserter with universal chuck (part# 359.201 lot# a8ib431) was received at customer quality (cq) for evaluation with complaint category does not/will not function: will not tension/tighten. A visual inspection under 5x magnification, functional test, and drawing review were performed as part of this investigation. Due to the age of the device, a device history record (DHR) review was unable to be completed. This complaint is not confirmed, as the handle can be fully tightened and loosened. Although a definitive root cause could not be determined, the age of the instrument and frequency of use may have contributed to the complaint condition. No product design issues or discrepancies were observed. The inserter with universal chuck is used in the titanium/stainless steel elastic nail system in conjunction with the spanner wrench and the pin wrench to facilitate nail insertion and advancement in the medullary canal. The clamp jaws are able to be tightened and loosened without issue; there is no damage to the clamp body or jaws. The overall condition of the device is worn, showing damage from use on the handle and tube. Replication of the complaint condition is not applicable as the returned device functioned as intended. Relevant drawings for the device were reviewed and no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The clamp jaws were designed to prevent loosening of the nail. After repetitive stress on the conical spring throughout the device¿s lifetime, it is possible that it has lost its ability to recoil and thus being unable to remain tightened onto the nail. However, based upon the given information, a root cause is indeterminable. It is not likely that the design of the instrument contributed to this complaint. No new, unique or different patient harms were identified as a result of this evaluation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.